Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implantation of a transcatheter aortic valve evfxplus-29, it was noted that the valve implantation was successful with no significant aortic regurgitation and good hemodynamics, and the implant depth was around 3mm with no conduction issues. Following valve implant and hemostasis of the access vessels, cardiopulmonary resuscitation (CPR) was performed due to low blood pressure. The patient was intubated and extracorporeal membrane oxygenation was initiated. The physicians controlled all access vessels, the functionality and position of the valve, coronary perfusion, and confirmed no pulmonary embolism via transthoracic echocardiogram. The patient was stabilized after 60 minutes of CPR and was transferred to the intensive care unit.